Event description:
It was later reported that the lead was damaged intraoperatively during a device change. The lead was noted to be part of the (B)(4) study.

Event description:
Lead insulation breach and lead conductor fracture were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.